Event description:
Boston scientific received information that the remote home monitoring system issued an alert for intermittent high out of range shock impedance meausurements. The clinician noted that they have not brought the patient in for evaluation to date. An impedance plot graph was requested by the clinician so they can determine their course of action. No adverse patient effects were reported.

Event description:
Additional information was received that induction testing was performed due to the high shock impedance measurement. A normal shock impedance measurement was seen when tested at 1.1 joules, however a 41 joule shock yielded high out of range shock impedance measurements and a fault code that stated a shock was delivered into an open circuit. A life jacket was put on the patient and a revision procedure was performed a few days later. During the revision procedure the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this defibrillator was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the rv ring spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. No clinical observations have been reported that may be attributed to this laboratory finding. Laboratory analysis was unable to confirm the allegation of intermittent high out of range shock impedance measurements.